Manufacturer narrative:
Initial

Event description:
It was reported that after dinner announcement and a reduced dinner insulin dose compared to prior days using the ilet, blood glucose rose above 200 mg/dl and remained elevated for hours before trending down, with no occlusion alerts noted and the device model identified as ilet. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Troubleshooting and education were completed during phone support. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device component or problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.